Event description:
The caller alleged discrepant results when compared with the lab results reported as follow: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. For test #1 the confident limit cannot be determined as per internal procedure tr0150 (rev. 2) since the mean higher than 5.00. Test #2 and test #3 the confident limit within range as per internal procedure tr #0150 (rev. 2). The product will be investigated.